Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the infusion sets were pulling out of his leg. Blood glucose level at the time of the incident was 450 mg/dl. The customer was advised that the infusion sets would be replaced and agreed to return the products for analysis.